Event description:
Reportedly, the retaining bolt became stripped and worked itself loose from the monitor suspension and allegedly further movement of the monitors of the monitors would have allowed them to detach from the suspension arm and fall to the floor.